Event description:
Customer stated the cord for the rotaflow drive was inadvertently pulled from the back of the console causing the system to display a head error. User had to hand crank system while the rotaflow s/n (B)(4) was plugged back in and verified operation. No effect to patient. (B)(4).